Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported flow block error message during the patient side occlusion test on the lvp was not definitively identified during the customer call. However, after following the technical support recommendations and connecting the pcu to the asm software manually, the issue was resolved. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had an air inline bolus limit during patient side occlusion testing while performing preventative maintenance. Troubleshooting was performed by bd tech support. Instructed to connect pcu to alaris system maintenance software manually by holding tamper switch and press system on. The issue was resolved, after pcu was connected to asm software manually. There was no patient involvement.